Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm amplatzer cribriform occluder was chosen for implant using an unknown delivery system. During the procedure, it was observed the occluder was defective. The occluder was immediately removed by the operator and the procedure was completed using a replacement device.